Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a sensor error was reported. Date of issue is an approximation. The patient stated the dexcom was displaying a sensor error. At about 3:00am on (B)(6) 2018, the patient was not consciously well off and needed assistance from his wife. Because the patient was unable to see his glucose values on the dexcom, he indicated that his blood sugar was checked with a finger stick and it was 35 mg/dl. The patient¿s wife provided him with juice and he felt well. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.